Event description:
During preventative maintenance service, the field service engineer (fse) identified that universal surgical manipulator (usm) failed the carriage strength test. There was no patient involvement and no customer reported complaint.

Manufacturer narrative:
The preventative maintenance (pm) was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). During the pm, the fse found that the universal surgical manipulator (usm) unit failed the carriage strength test. The fse replaced the usm to resolve the issue found during the pm. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The usm unit was analyzed and tested on an in-house system and failed normal mode triggering error 25930. The unit was also tested on a testing platform and failed the carriage strength test. The pm findings were confirmed based on failure analysis.